Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion set was leaking between the headset and the self-adhesive. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded,; therefore, no product was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint describing a leaky on the infusion set cannot be verified, the material meets product specifications. The problem mentioned by the customer could not be reproduced.